Event description:
It was reported that, " physician attempted to impact acetabular liner with final cup impactor handle and upon striking it with a mallet, the white handle broke."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional info has been requested and if received will be provided on a supplemental report.